Event description:
It was reported that during daily check with mannequin, the medics got an advisory 2 message. Customer repositioned the manikin and life band to no avail.

Manufacturer narrative:
The reported complaint of "advisory 2" (compression tracking error) was not verified. This error typically occurs if the patient is misaligned on the platform or the life band is opened. Board passed functional test. No adverse event reported.